Manufacturer narrative:
The pump passed all functioning testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. All operating currents are within specification. The pump was monitored and no audio and or beep anomaly was noted. The pump tone test and vibrate test functioned properly. The pump was received with minor scratched display window. The pump was received with cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had issues with audio beep anomaly. The customer states they sometimes do not received alerts or vibrations. The customer's blood glucose level at the time of incident was 42mg/dl. The customer treated low with glucose tablets and orange juice. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.